Manufacturer narrative:
Product complaint #: (B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch aj7367; expiration date: 09/2022, date of mfg: 10/2017. Batch aj5530 ; expiration date: 08/2022, date of mfg.: 9/2017. Batch ah9962 ; expiration date: 4/2023, date of mfg.:5/2017. Batch ah2626 ; expiration date: 10/2021, date of mfg.: 11/2016. Batch aj0471; expiration date: 4/2022, date of mfg.: 5/2017. Batch af5233 ; expiration date: 7/2021, date of mfg.: 8/2016. Manufacturing record evaluations were performed for the possible device lots, and no non-conformances were identified. Additional evaluation summary: representative samples were returned for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the conditions of the samples received, the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the needle pulled off at the end of intradermal suture. Another like device was used. There were no adverse patient consequences. No additional information was provided.